Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to saw any button on screen. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to view all the necessary buttons after logging in and was also unable to pull up patient information. A technical support specialist (tss) confirmed that the user who had previously experienced issues with the pyxis login screen appeared to be successfully removing medications from the pyxis, since the issue was resolved the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to saw any button on screen. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.